Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an impedance issue and the patient was unable to reach desired intensity. The cause of the issue was unknown. No symptoms were reported. Rep reported the cause was unknown. Actions/interventions taken to resolve the issue were programmed around. Additional information was received from the manufacturer representative(rep). It was reported that the rep said as far as they know, effective therapy was established. Additional information was received from a manufacturer representative (rep). The rep reported that at their meeting in march, the pt reporting seeing oor, and had 3 contacts in orange 'avoid' status upon interrogation, but that she was able to reprogram around them. Rep reports that yesterday pt reached out and reported seeing oor messages again. Rep reports that she met with the pt and upon interrogation it now showed that contacts4, 5, 11, 13, 14, & 15 were all at about 27k ohms "avoid", and that connectivity check showed contacts 5, 14, and 15 were red. Rep reports that she set up a meeting with pt and healthcare provider (hcp) to discuss solutions and the potential that the lead(s) may be migrating out of the ins causing the above connectivity and impedance values. Rep reports that she will call technical services (tss) back if she or hcp have further questions or further troubleshooting is needed. Additional information was received from a manufacturer representative (rep). The rep reported that the patient is receiving effective therapy with the current impedance issue. The cause is unknown and they will discuss their options with the physician. Patient had revision surgery today. Physician took torque wrench and reconnected leads with same impedance issue. Tried multiple times even wiping off ends. Replaced 2x8 and all impedances now normal. Will send lead back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6); product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 09-jul-2026, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.